Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Morrey et al. "Ulnar component surface finish influenced the outcome of primary coonrad-morrey total elbow arthroplasty." Journal title. 21:1229-1235. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by in-ho jeon, bernard f. Morrey and joaquin sanchez-sotelo involving the hospitals (B)(6) clinic, (B)(6) and (B)(6) medical center,(B)(6).

Event description:
It is reported in a journal article that three patients underwent elbow arthroplasty revisions due to fracture of the ulnar component one to twelve years post-operatively. Distal osteolysis was also noted in pre-revision radiographs of these patients. No further information is available.